Event description:
The consumer was walking thier dog while in a power wheelchair. Consumer alleges that the chair shut down completely and pitched the user forward into a brick building. This incident allegedly caused broken teeth.